Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the site sent log files for analysis to determine if there was any clot ingestion. The patient had suffered two recent devastating strokes. The patient was on eliquis (apixaban) per the implanting center rather than warfarin. The patient was flown to the emergency room (ER) via lifestar as a stroke blue code with a national institutes of health stroke scale (nihss) of 25. The patient was not a candidate for tissue plasminogen activator (tpa) due to home eliquis. A computed tomography (CT) scan of the patient's head showed left internal carotid artery (lica) occlusion and was then emergently taken to nir for a thrombectomy. The patient received a mechanical thrombectomy to the lica extending to middle cerebral artery (mca) m1 segment and left anterior cerebral artery (laca) a3 segment. A mechanical circulatory support (mcs) specialist stayed with the patient during the procedure and changed the battery(s) due to low battery alarm. The patient was admitted under neurocritical care service in the cardiovascular intensive care unit (cvicu). Upon arrival to the unit, patient was switched from battery power to wall power. Backup bag and equipment checked and backup battery(s) were placed in the charging dock. The patient's wife was at bedside and the remained intubated at the time. Following analysis, the pump appeared to have operated as intended. The pump parameters appeared to not be suspect of pump thrombus.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome that the patient passed away on (B)(6) 2025 due to cerebrovascular accident (cva). Whether the outcome was device or therapy related was not provided by the customer. An autopsy would not be performed. The pump would not be explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 06jun2025 through 08jun2025. No notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the customer. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and thromboembolism, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from 06jun2025 through 08jun2025. No notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the customer. The patient remains ongoing on heartmate 3 lvas with no further related events reported. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke and thromboembolism, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.